Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that they personally contacted the hcp who did not retrieve the required information on the date of the pump implant or pump log files, but only told the rep that the episode did not involve hospitalization of the patient. The patient no longer reported similar episodes so they did not do further diagnostic investigations on the pump which was still implanted and working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the company representative received a call from the healthcare provider on (B)(6) 2025 indicating that the patient underwent a pump refill previously on approximately (B)(6) 2025. It was further indicated that last night ((B)(6) 2025), while returning home, the patient heard the critical pump alarm sounding. During pump interrogation on (B)(6) 2025, the pump showed a motor stall occurred around 7 pm and motor recovery around 9 pm. After this event, no further stalls were reported. According to the patient, last night they did nothing out of the ordinary. They went out to buy something and upon returning home, they had heard the pump alarm going off. The doctor reported that the patient was doing well, with no complications or symptoms. After confirming that the pump was functioning correctly, they decided to discharge the patient. The agreement was to monitor if and when other motor stalls occur and try to identify the cause.